Event description:
The pt stated that she was re-implanted with a new pump in 2009 on the opposite side of body. The physician's office confirmed this pt had a new pump and catheter implanted in 2009. The doctor saw the pt in feb and she was doing fine. The pt returned in march with symptoms of swelling at the pocket area with the onset of infectious symptoms including drainage at the device pocket, catheter track, and lumbar region. An x-ray was done. Perioperative IV antibiotics were administered. The pt did not have meningitis. At about 2 months later, the entire system was explanted; reportedly there was fluid build up in the pump pocket (large amount of straw colored fluid) and lumbar area of unk etiology. The pt did not have a fever. Cultures were negative at that time. The pt was referred to infectious disease for a consult. The pt was discharged home. See MFR's reports 3004209178-2009-01617 and 3004209178-2009-01615 for previous events with this pt.